Event description:
A customer from (B)(6) notified biomérieux of a gram staining issue in association with their previ color® v2 instrument ref. 414292, serial number (B)(4). The customer stated all samples tested using their previ color® v2 instrument obtained a negative gram stain result. The customer confirmed the decolorizer used was medical alcohol and that they adjusted the decolorizer levels. A biomérieux field service engineer (fse) visited the customer site and performed nozzle maintenance, pattern test, and volume test. No issues were noted. There is no adverse patient impact. The customer confirmed manual gram stains were performed to confirm any questionable results. No incorrect results were reported to the treating physician. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
The investigator reviewed the complaints database for other reports for a staining issue. No capas nor non-conformities for previ® color are linked with the customer's complaint. As there is no information regarding the samples types tested, it is not possible to determine similar complaints have been recorded. Biomérieux is unable to make any conclusions on the following topics due to the partial information provided: pre-analytic step, loading slides step, running cycle step, reagents trend analysis, system and setting local service visited the site and did not find any problems. The field service engineer (fse) performed nozzle maintenance, pattern tests, volume tests and a verification of the staining quality preparations. After fse visit, previ color was working properly. Root cause analysis unknown corrective or preventive actions no CAPA is required. There is no CAPA, no non-conformity on previ color linked with customer's complaint.